Event description:
It was reported that the ventilator had pressure transducer failure. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory cassette was defective and in need of replacement. Replacement of the expiratory cassette solved the issue. No log files have been provided. The expiratory cassette is used to convey gas to the expiratory outlet. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.